Event description:
It was reported that the patient presented himself at the ER due to an alert from the device. No telemetry and dissatisfaction were also reported. The device was removed from service. No patient complications have been reported as a result of this device event.